Manufacturer narrative:
The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock while walking their dog one day post-implant. The patient went to the clinic and interrogation of the s-ICD revealed that the shock was inappropriate and delivered due to noise oversensing. There were also several non-treated episodes due to the same issue recorded on the same day. Testing was able to reproduce the noise observed in the episode. A review of chest x-rays revealed a potential air bubble around the s-ICD. Testing was performed the next day and the noise could no longer be reproduced. Boston scientific technical services (ts) was contacted and a ts consultant discussed additional troubleshooting that could be performed to determine the source of the oversensing. No adverse patient effects were reported.